Event description:
The customer had reported that during a hysterectomy procedure, the knife blade failed to advance. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the device was received back with the tab on the spindle cap missing and unaccounted for. The customer has been notified of this finding.

Manufacturer narrative:
(B)(4). One device was received and evaluated. The visual inspection found no defects. However, when the trigger was activated, the knife did not extend or retract, due to a broken spindle cap tab. The tab was not returned, but the customer has confirmed that it did not fall into the patient cavity. The customer's report that the knife would not advance or cut was confirmed. The returned sample did not meet specification as received by covidien. The investigation identified the root cause of the reported event to be user damage due to excessive force applied to the knife trigger. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
New info received: the spindle cap tab broke during the surgery and the customer has confirmed that the tab did not fall into the patient cavity. Thus, this incident has been downgraded from serious injury to malfunction status.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have been asked. When the device evaluation is complete a follow-up report will be submitted.